Manufacturer narrative:
Device evaluation: the cartridge was not returned for investigation; a retain cartridge from the same lot was evaluated by product analysis on 10/03/2014 with the following findings: a lot review was performed, and no failures were found during incoming lot inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. The complaint could not be confirmed or duplicated on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging air bubbles in the insulin cartridge. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.